Event description:
Per the clinic, the patient experienced magnet dislodgement subsequent to sustaining a head trauma. The patient underwent a revision surgery under general anesthesia on (B)(6) 2023 in order to replace the magnet.

Manufacturer narrative:
This report is submitted on july 05, 2023.